Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 46-180 mg/dl; cause was unknown. Customer consumed carbohydrates to treat low bg. Additionally, the pump software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.